Event description:
It was additionally reported that the source of the infection was bacteremia. The patient was started with bixillin 2 g q/4 h. And ceftriaxone 2 g q/12 h. This was continued for six weeks, and a gallium scintigraphy was negative. Administration of amoxicillin 15000 milligrams was planned; however, administration of levofloxacin 500 milligrams was continued due to hepatic disorder and no pyrexia. This was scheduled to continue until transplantation.

Manufacturer narrative:
B5 narrative information. Health effect - clinical code. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
A4: patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a major bacterial infection characterized by positive blood cultures. The patient was treated with drug therapy.

Manufacturer narrative:
A4: patient weight corrected d4: model and catalog numbers corrected e1; reporter email was not available. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.